Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported an injection of juvéderm¿ voluma¿ with lidocaine to the lateral aspect of zygomatic arch. During injection the plunger "came right out" while the physician was aspirating. Packaged needle was used. No injury occurred.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "method of use-posology: after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular. Juvéderm¿ voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured."

Event description:
Healthcare professional reported an injection of juvéderm¿ voluma¿ with lidocaine to the lateral aspect of zygomatic arch. During injection the plunger "came right out" while the physician was aspirating. Packaged needle was used. No injury occurred.